Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the user tried to ligate the cystic duct during a laparoscopic cholecystectomy, he/she had abnormal sense of use with the applier. Then, the user failed to ligate a few times. No clip fell in the patient. As a result, other applier was replaced.

Manufacturer narrative:
(B)(4). The returned instrument was evaluated and found that the jaws are aligned properly with each other in the opened & closed position and the jaw gaps meet print specifications. Further evaluation shows that this instrument is able to pick-up, retain, close and release multiple clips both with and without the use of silastic tubing as required of its function. We were unable to replicate the alleged issue therefore we are unable to validate the this complaint.

Event description:
It was reported that when the user tried to ligate the cystic duct during a laparoscopic cholecystectomy, he/she had abnormal sense of use with the applier. Then, the user failed to ligate a few times. No clip fell in the patient. As a result, other applier was replaced.

Manufacturer narrative:
(B)(4). The DHR for the alleged instrument was reviewed and found complete without any irregularities. This instrument was manufactured at the (B)(4), inc. Facility as part of a (B)(4) pc. Lot in march of 2015. Sample part was not returned therefore we are unable to validate the alleged complaint at this time. No sample was returned for investigation, therefore no root cause could be determined.

Event description:
It was reported that when the user tried to ligate the cystic duct during a laparoscopic cholecystectomy, he/she had abnormal sense of use with the applier. Then, the user failed to ligate a few times. No clip fell in the patient. As a result, other applier was replaced.